Event description:
It was reported on (B)(6) 2024 when the patient is placed in a safe infusion port, the safety head of the needle in the infusion port pops out, and the same product of the same batch of the same manufacturer is replaced, and the use is normal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.